Event description:
It was reported that this right ventricular (rv) lead has showed alerts for high shock impedance out-of-range (oor) measurements on several occasions. Technical services discussed that the patient's therapy may not be effective due to this issue. The sales representative asked about performing a commanded shock to evaluate lead therapy performance. Technical services recommended to discussed this with the patient's physician. The patient will be brought to the clinic to discuss the issue. Further information was received from the sales representative indicating that the patient was evaluated remotely. The shock impedance was found to be within range in 2 occasions with measurements of 106 and 100 ohms, respectively. Thus, no commanded shocks were performed. This rv lead remains in service and no adverse patient effects were reported.